Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via email on july 18, 2018 that the display screen is difficult to see. Customer is also reporting occasional issues with odd readings no troubleshooting occurred. Blood glucose level at the time of incident is unknown. No symptoms reported and therefore no treatment required. Product will not be returned for analysis and replacement has been sent.

Manufacturer narrative:
Device passed the displacement and self test. No unexpected missing segment or partial display anomalies noted.